Event description:
Reporter indicated that a vns (B) (4) handheld computer was frozen on the "delete memory" screen. The suspect computer and flashcard have been returned and are now in product analysis.